Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that this rv lead was explanted due to perforation.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that this rv lead was explanted due to perforation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner integrity. Measurements throughout these tests were within normal limits. Visual inspection showed set screw marks were located at the front end of terminal pin. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Furthermore, perforation is a known risks associated with medical procedures involving implanted cardiac leads.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.